Event description:
It was reported that a cadd-legacy® pump had the incorrect morning dose programmed. The reporter noted incorrect programming was due to a "patient issue". No injury was reported.

Manufacturer narrative:
One pump was returned for analysis in used condition. Investigation of the pump consisted of visual inspection, pump function/accuracy testing and event log review. Visual inspection found the pump in good condition. The pump does not have evidence of fluid ingression or damage. The pump passed functional and delivery accuracy testing within manufacturing specification. No use issue problems were found with the pump. Review of the event log finds that the pump delivered medication as programed. The dose and rate volumes at issue were not stated. Investigation cannot confirm if the dose set was under or over. No problem was found with the pump.